Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the centrifugal motor to function as intended with no noticeable vibration difference when compared to lab use only (luo) centrifugal motor.

Manufacturer narrative:
Updated blocks: d1, d2, g5 and h6. The reported complaint was confirmed via a manufactured trained biomedical technician observing that the motor was louder than normal. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for cardiopulmonary bypass (cpb) procedure, the centrifugal drive motor was shaking and vibrating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.